Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing log, fse found the reported issue. Upon troubleshooting, fse identified a defective dcps power supply in the b cabinet. To resolve the problem, fse replaced the dcps unit. After replaced the dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.